Manufacturer narrative:
Based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with the detachment end through the longer exhaust tube of the pump and exhaust tube of cylinder 2 indicates that sufficient stress(s) may have been exerted on this site to separate it while in-vivo. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information the titan touch device was implanted on (B)(6) 2017 and revised on (B)(6) 2021 due to broken tubing in tubes from cylinder and reservoir.